Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer 3.1 half-height cubie drawer left side rail was sticking when the drawer opened. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a shorted pyxibus cable identified during testing. A field service engineer (fse) adjusted the drawer rails as a corrective step for the sticking issue and replaced the faulty pyxibus cable. Proper functionality was verified after the replacement. The system functioned as intended after the field service engineer repaired the device.